Manufacturer narrative:
Product evaluation: failure analysis for fiber 0010-2400-732a-(B)(4): the glass cap shows a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of outer flow tubing; the glass cap exhibits moderate devitrification at output window; the metal cap exhibits mild adhesion on surface; the outer flow tubing open end exhibits minor scratch marks. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that during a benign prostatic hyperplasia (bph) procedure while using the surgical fiber it was noted that the aiming beam fires straight out of the fiber and laser burnt out with 7420 joules having been used. The fiber was exchanged and with 36,518 joules having been used the second surgical fiber was noted to have burnt out. A third fiber exhibited the same burnt out issue with 47,216 joules having been used. The procedure was completed utilizing a fourth fiber with 8588 joules used. The fiber tips (caps) of all four fibers were cleaned during the procedure. Patient outcome: "ok" reported. No injury to patient was reported. This event is for second failed fiber